Event description:
Caller states patient tested 7.7 inr on the coaguchek xs plus system while a comparison lab returned as 5.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). The patient's most recent weight is listed as (B)(6).